Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6)2013 via the right internal jugular vein due to inability to take anticoagulants. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging "loss of trained education for vocation", "six punctures to the inferior vena cava, one puncture to right common iliac, fusion to vertebrate." And employment resignation. Per a report from CT (computed tomography): "infrarenal inferior vena cava filter with approximately 6 prongs extending beyond the contour of the caval wall, maximum distance approximately 12 mm with one of the prongs extending into the right common iliac artery." Per a successful retrieval report, "patient is no longer on anticoagulation and has a cook [celect] ivc filter with penetration into the duodenum, right common iliac artery, and adjacent intervertebral disc." "A straight flush catheter was advanced into the right common iliac artery and a diagnostic venogram was performed demonstrating no significant thrombus burden with the apex of the filter. "A loop snare was advanced through the laser sheath and was used to engage the filter hook. The filter was retracted within the laser sheath lumen until considerable resistance was encountered as both sheaths were advanced. The [laser] was activated and used to dissect the filter away from the caval wall with a fluence and a rate of 40 and 60 respectively. The filter was removed intact and sent to pathology for analysis. A completion venogram demonstrated no significant caval injury or atypical influx of contrast suggests an arterial fistula."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d7, and h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. Investigation the investigation was reopened due to additional information provided. The following allegations have been investigated: organ/vena cava/rci (right common iliac) perforation, tilt, loss of trained education for vocation, and employment resignation.the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported loss of trained education for vocation and employment resignation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.